Event description:
Call from reporter to report his medtronic 780g insulin pump is malfunctioning. Two main problems encountered daily. First, the selection/control button on the pump is unresponsive and if he wants to get it to work, might have to press several times (3-10 presses). Reporter stated that he is not able to receive insulin when this happens (which is often). Second, the alarm system does not provide a warning when blood sugar is high, primarily while he is sleeping during the night. Just recently his blood sugar was approximately 292 while sleeping and alarm was inaudible. Reporter stated that this is the fifth pump of five that he has had replaced due to this some problem. This is a safety issue with the insulin pump. Reference reports: mw5168695, mw5168697, mw5168698, mw5168699.